Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor and suture materials were returned. The anchor is both fractured at the suture window and deformed along the entire length. The insertion device is deformed at the distal tip. All returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests are appropriately specified. A material certificate of analysis is required for the raw material. A clinical review states the provided photos were reviewed but do not aid in confirming a root cause of the reported footprint suture anchor breakage. The impact to the patient beyond the surgical delay cannot be determined. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a left rotator cuff repair, the footprint suture anchor was broken. The procedure was completed with a delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10:h2: additional information on e (facility name).